Event description:
Pt presented with residual asd (leak around device) suspected. Asd device explanted by surgical intervention.

Event description:
Using a 15mm amplatzer septal occluder, the female pt underwent successful device closure of a secundum atrial septal in 2005. Post procedure tee in 2005 showed the device to be well placed and stable. From apical four chambered and subcostal views,a a 5-7mm area of echo dropout was evident just inferior to the inferior edge of the discs of the amplatzer device. Color flow doppler revealed a moderate left to right shunt at this echo point. The following month, the pt presented for elective surgical repair of the defect due to a residual atrial septal communication with the lower aspect of the defect. A right atriotomy was performed. The amplatzer septal occluder device was partially dislodged in the lower aspect of the atrial septal defect. It was noted that the device was titled towards the left atrium leaving a wide gap towards the posterior inferior aspect of the defect where there was no rim. The device was removed and a gore-tex(r) patch was used to close the defect. The pt was taken to the ICU in satisfactory condition.